Event description:
It was reported that the patient for a follow-up in clinic. Upon review, it was discovered that the right ventricular lead exhibited noise and low impedance. It was noted that this may be due to an insulation issue. No intervention was performed. Further information was requested however, was not provided.